Event description:
A malfunction occurred but no notable events were reported prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with resetting the pump, and the malfunction did not recur afterwards. The customer was informed they could continue using the pump and advised to contact support again if the issue recurred.